Event description:
Event was reported to caldera medical by an attorney. Legal complaint states the pt suffered dyspareunia, urinary incontinence, urinary retention, bowel problems, vaginal scarring, pain and recurrence.